Manufacturer narrative:
Results: inherent risk of the procedure (gi bleed, death) (B)(4).

Event description:
During index procedure, the patient had one endeavor sprint rapid exchanged (rx) drug-eluting stent (3.00 x 30mm) successfully deployed at proximal lad. The patient suffered spontaneous gi bleed approximately 2 months post index procedure which was treated with medication. The investigator indicated that the reported event was not related to the study device, drug and procedure. Patient expired approximately 6 months post index procedure due to liver cell carcinoma which the investigator indicated was not related to the study device, drug and procedure.

Manufacturer narrative:
Previously reported bleed was a nose bleed and not gi bleed.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.